Event description:
The customer reported that the haptic of an aq2010v silicone three piece lens was bent when the package was opened. Lens was not used. No patient contact.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4)

Manufacturer narrative:
Method - device history review. Results: based on the investigation, it was determined that the most likely root cause to this complaint is unknown. Possible causes may be mishandling of the product during or after removal from its packaging. Also, the surgeon's technique may have caused the bent haptic. After review of the device history record it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. It is unlikely that a lens with a bent haptic would have passed through the final inspection unnoticed. Conclusion: based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).